Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received notification that this mitral valve was explanted due to degeneration leading to fused leafllets after an implant duration of 4 (four) years and 9 (nine) months from a (B)(6)-year-old female patient. As reported, the surgeon did not have any complaint regarding the durability of the valve as it was implanted in a young patient. The surgeon found fibrous vegetative growth on the valve tissue and he felt is not a calcium. The device is available for return.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 3 at both the inflow and outflow aspect. Host tissue on the stent circumference was heavy at both aspect. Host tissue fused leaflets 1 and 3 by approximately 5 mm near commissure 1, leaflets 1 and 2 by 2 mm near commissure 2, and leaflets 2 and 3 by 3 mm near commissure 3 on outflow aspect. X-ray demonstrated wireform intact. Customer report of fused leaflets was confirmed. Report of regurgitation could not be confirmed trough visual observations. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, patient factors likely contributed to the event. Host tissue restricted leaflet mobility and lead to stenosis.

Event description:
Edwards learned the patient had grade IV mitral regurgitation pre-operatively. A 27 mm non-edwards mechanical valve was implanted in replacement. Patient outcome was reported as good. Surgeon reported patient was not suffering from infective endocarditis nor had history of endocarditis.